Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited failure to capture. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that programming changes were performed. The patient was in stable condition.